Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
Customer reported via phone call, the batteries are lasting less than 24 hours. The issue has been reoccurring for two weeks. The device went blank at the doctor's office and they changed the battery and 12 hours later the battery had drained out. She didn't know her blood glucose level. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer declined the replacement device and requested a battery cap to see if that would resolve the issue. The device is not returning for analysis.